Event description:
It was reported that the right ventricular lead exhibited a non-sustained period of noise. All lead measurements were in range. No device intervention was performed. The patient was stable throughout and will continue to be monitored.

Manufacturer narrative:
Correction: report source - the 'foreign' box was not initially checked and should have been checked.